Event description:
Upon freeing and drawing back of the rv lead tip the blood pressure dropped. CT team was immediately available chest was open within 10 minutes and an svc/right atrial tear was repaired with suture and pledgets. Patient survived the intervention